Event description:
(B)(4), "(B)(4) 2013: I had a stryker triathlon system knee replacement in (B)(6). I did ok for about a year or two then started having chronic pain and serious stability issues. I had a revision in (B)(6) 2012 on it for a bearing exchange which I was told would take up the space and make the knee more stable. I continued to have stability issues and chronic pain. I suffered a fall in (B)(6) 2012, while I was pregnant with my daughter, which I believe was part of the stability problem. After my daughter was born in (B)(6) the dr went in again in (B)(6) of this year and did another revision. This time he changed the whole knee prosthetic to a new model stryker knee. Now almost 4 months later I am still having serious chronic pain and my doctor doesn't believe there should be any problems. I do not know what to do at this point. I almost wish I never had it done the first time around. I have never had more pain than I am in now. I was forced back to work because my husband and I are so far behind I couldn't stay home any longer. Please tell me there is help."

Manufacturer narrative:
An event regarding a first revision due to instability involving an unknown triathlon knee was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Maude event report, "volun 31-oct-2013: I had a stryker triathlon system knee replacement in (B)(6). I did ok for about a year or two then started having chronic pain and serious stability issues. I had a revision in (B)(6) 2012 on it for a bearing exchange which I was told would take up the space and make the knee more stable. I continued to have stability issues and chronic pain. I suffered a fall in (B)(6) 2012, while I was pregnant with my daughter, which I believe was part of the stability problem. After my daughter was born in (B)(6) the dr went in again in (B)(6) of this year and did another revision. This time he changed the whole knee prosthetic to a new model stryker knee. Now almost 4 months later I am still having serious chronic pain and my doctor doesn't believe there should be any problems. I do not know what to do at this point. I almost wish I never had it done the first time around. I have never had more pain than I am in now. I was forced back to work because my husband and I are so far behind I couldn't stay home any longer. Please tell me there is help."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.